Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available in the future it will be reported in a supplemental report.

Event description:
This patient had 3 revisions. This report is for second revision.